Event description:
Boston scientific received information that within six weeks the right ventricular (rv) lead impedance measurement increased from 600 ohms to 1700 ohms. It was also noted that rv sensing measurements decreased and threshold measurements increased to 4.4 volts at 0.8 ms. The rv lead was surgically abandoned and a new lead was successfully implant. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.